Event description:
It was reported that during in-service, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. Helium was turned on and available. Iab helium tubing was connected correctly. Two separate non-sterile demo iab catheters were used and were not kinked. The safety disk appeared to be secured and connected correctly and all connections to the safety disk appeared to be secured and in good condition. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found the pneumatic coupler broken on the compressor and replaced it. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.